Event description:
Medical affairs spoke to spouse to obtain more clinical information. Patient's spouse mentioned that patient's meter did not power on. Spouse claims that patient's meter had no power for about 1 week. Patient had changed the batteries and meter still did not have any power. Patient only tests their blood glucose once a day and only takes their set amount of insulin, once in the morning. Patient went to church and had slurred speech. Spouse took patient to the ER, where they admitted patient for 5 days. Patient was treated for high sugar and was given insulin. Patient also had a stroke and that was why patient was in hospital for 5 days. Spouse does not recall what patient's blood sugar was in the hospital. But claims that patient's insulin has changed and does not know the name or amount patient takes. Customer service was unable to resolve the issue and sent patient a new meter. Medical affairs is documenting this case as a meter malfunction, since patient did not try to test their sugar on the meter ever since the battery was replaced. Patient did not try to test their sugar the day of the incident.